Manufacturer narrative:
The opticross catheter was returned for analysis. The imaging window was found detached in the distal section. A kink was observed in the sheath assembly from the femoral marker to the distal end. No other visual damages were observed along the device. The mdu and ilab system were used to perform a functional inspection on the device. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing showed an electrical open at distal wave form. During image characterization testing, no image appeared in the ilab system. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen.

Event description:
Reportable based on device analysis completed on 12/04/2019. It was reported that lost image occurred. During preparation of the opticross imaging catheter there were no issues with the image, but during usage, the screen became blank and nothing appeared. The procedure was completed with another of the same device and no patient complications were reported. However, returned device analysis revealed a detached imaging window.